Event description:
It was reported that a blood center shipped a cord blood unit to a transplant service based on an order from the transplant service. The cord blood unit was provided frozen in the MFR's freezing bag. The unit was thawed at the transplant center. During the thawing process, a leak was visually detected with a very small amount of the unit having escaped from the bag. Product loss was minimal as the tech was able to transfer the remainder of the cord blood unit to an alternate bag. The transplant service determined that the volume loss was sufficiently low that the unit could be transplanted if sample was subjected to a gram stain, and that sample tested negative. The gram stain was indeed negative, and the cord blood unit was transplanted to the intended recipient. The physician also treated the recipient with prophylactic antibiotics. A sample of the unit was also cultured, and the culture was negative. As of the date of this report, no sequelae were reported for the cord blood recipient.

Manufacturer narrative:
Device eval started, but not yet completed.